Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump before calling, and technical support provided further assistance with pump reset, cartridge reload, and resuming insulin and the cgm session. No further actions were required, and the customer continued using the pump without recurrence of the malfunction code.